Event description:
Fourteen months after the symmetry bypass connector (sbc) was implanted, cardiac catheterization revealed 100% re-occlusion of the 2nd marginal branch. The sbc was used at this location with a saphenous vein graft. It is worthy to note that a sbc was also used with a svg at the 1st diagonal branch with no re-occlusion.